Event description:
The facility rep reported that the device was making a rattling sound and was not maintaining history of the amount infused during pt use of fentanyl 18mgs with versed 10mls. The pump was set on continuous basal with no bolus. The facility rep noticed increasing amounts for medication to maintain sedation. No further info was provided regarding pt's demographics or medical history.

Manufacturer narrative:
Eval results: the device was returned to baxter's product analysis laboratory for eval and the reported condition for history retention was unable to be confirmed or duplicated. The rattling sound was able to be confirmed and duplicated. The loose screw inside the pump caused the rattling sound. The pump retained the history, did not shift back to the previous settings, kept the programmed amount & did not alarm for malfunction. In addition, two one-hour accuracy tests were performed on continuous mode at 12.0ml/hr for history retention purposes. Test 1 delivered a - 1.82%. Test 2 delivered a - 1.82%. Ipump accuracy specification is +/-8%, therefore, the device performed within specification. The device was upgraded to maple.